Event description:
It was reported that; the connection area of the mac was not functional during medical procedure. So, spare product was used instead of it and the procedure was completed.

Manufacturer narrative:
Lot # 155514. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned connector was confirmed to have a jammed middle securing nut. This was likely the result of the nut being fully backed out past the acceptable position. This resulted in one of the arms getting caught in the mechanism, rendering the device unusable. Conclusion: the most likely cause of the customer reported event is the customer fully backing out the nut past its usable position, which resulted in its jamming.

Event description:
It was reported that; the connection area of the mac was not functional during medical procedure. So, spare product was used instead of it and the procedure was completed.